Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to stations and server. A technical support specialist verified that multiple servers, including the application and cce servers, were offline and observed high cpu utilization on the application server. Attempts to remotely access the servers via bomgar were unsuccessful, and the customer also confirmed they were unable to access the servers remotely. Internal teams and on-call engineers were notified, and the customer was advised to engage the dha team to restore server connectivity and create a bridge call for further troubleshooting. The customer later confirmed that the issue was due to a server hardware problem and that the dha team was aware and working on hardware replacement. Upon customer confirmation and request, permission was granted to close the case as resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in to the stations and server. As a result, the nurses were not able to access their medications.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delay or adverse events or injuries reported based on this event.